Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿254 mg/dl¿ compared to another meter reading of ¿210 mg/dl.¿ this complaint was classified based on the customer care advocate (ca) documentation. On (B)(6) 2014 at midnight, the patient reportedly tested at ¿254 mg/dl.¿ at around 1:30 am, the patient took 1.9 units of novolog insulin and developed symptoms described as ¿dizzy and blacked out.¿ there was no report of any required medical intervention at the time of concern. Troubleshooting revealed that the alleged high reading of ¿254 mg/dl¿ compared to another meter reading of ¿210 mg/dl¿ was performed with 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient loss of conscious after he took insulin based on the lfs meter reading. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
(B)(4). The lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.